Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the returned instrument has fractured at the proximal end of the guide wire exit port. The fracture site is plastically deformed. The plastically deformation is indicating a mechanical overload during withdrawal. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified. The device fracture most likely occurred due to a mechanical overload during withdrawal.

Event description:
A pantera leo balloon catheter was chosen for treatment. The balloon ruptured during inflation and it was impossible to remove the balloon. A lasso has been used to remove the balloon from the patients body.